Event description:
It was reported that the patient alert was triggered for high impedance on the svc coil. The coil and alert were programmed off. Later the same day the alert triggered for the hvb coil. It was also reported that care-alerts were triggered due to impedance being greater than 100ohms on both the svc and hvb coils. Impedance has been fluctuating since implant. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.